Event description:
A malfunction was reported, identified with code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer with the reset procedure, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.